Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted a knuckle of small bowel was densely adhered to the previously placed mesh at the midline area. The mesh in this area was excised and about 3 inches of small bowel was removed as well. It was reported that the patient experienced severe pain and depression. No additional information was provided.